Manufacturer narrative:
The information provided in initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident. Customer stated they went to see their doctor where they took her blood glucose and it was at 230 mg/dl. After the visit, her blood glucose level dropped to 50mg/dl. The customer¿s current blood glucose was 243 mg/dl. The customer treated with food. The customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer stated that they were not using the auto mode feature. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident. Customer stated they went to a hospital visit where they took her blood glucose and was at a 230 mg/dl. The customer¿s current blood glucose was 243 mg/dl. The customer was treated with food. The customer been using the insulin pump system within 48 hours of reported low blood glucose event. The customer stated that they were not using the auto mode feature. The insulin pump will not be returned for analysis.